Event description:
When giving covid booster (spikevax ndc: 8077102-01) pharmacist went to depress the plunger to administer the vaccine and the plunger would not move. Pharmacist did note some resistance to expelling the air prior to administration but not to the point she found it alarming. Pharmacist attempted to give the vaccine a second time only to find the same issue. After fiddling with the vaccine pharmacist ruled the vaccine (lot 3030701 exp 4/2024) to be compromised and patient elected to get the vaccine another day. After further scrutiny it looks like the failure was in the bd eclipse needle, lot 1217268, exp 7/31/2026 as in comparison to another needle appeared to have a slight band near the end of the needle, possible indicating a manufacturing error or blockage. Ref report: mw5150471.